Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. Technical support recommended replacing the unit's power management (pm) pcba and power switch overlay. Customer replaced the unit's power switch overlay to address the led reported issue. Customer also replaced the unit's pm pcba and battery to address the reported issue of no power. Replacement of the pm pcba and battery resolved the unit's no power reported issue. Replacement of the power switch overlay did not resolve the led reported issue, but customer found a red wire disconnected from the power supply. Customer reconnected the red wire and led worked. Unit tested and ready for service.

Event description:
Customer contacted technical support (ts) stating that unit would not operate on battery power and led's did not light up. The customer reported there was no patient involvement.